Event description:
It was reported that the procedure was being performed on a male pt's basilic vein. The pt was a hard stick and the catheter was placed with the use of ultrasound. The physician stated during placement he got a flash of blood and pushed the spring wire guide (swg) forward with ease. He advanced the catheter over the swg and then had no blood return. At which time, he attempted to remove the swg and felt slight resistance. He pulled and removed both the catheter and swg and found the wire was unraveled and sheared off. An x-ray was performed and they saw two small pieces of swg were retained in the soft tissue of the pt's upper arm. The pieces were not removed and have caused no harm to the pt. There was no delay in treatment, no pt death and no pt complications reported. The physician stated the pt is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.